Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "we were completing a bone biopsy in an osteoid osteoma located in the posterior diaphyseal region of the tibia, on a pediatric sedated patient when an arrow oncontrol bone lesion biopsy needle broke off in the patient. Patient needed to go to surgery to have broken off part of needle removed. This required another sedation to patient."

Manufacturer narrative:
Qn# (B)(4). One-unit of oncontrol (lot: 73640824) was returned for evaluation. Blood particulates were noted on the unit. Unit was decontaminated and inspected. Approximately 1.7 cm of distal cannula was missing. The separated junction (distal cannula) was observed damaged. A DHR review was completed for lot 73640824 and no issues or non-conformities were noted. Case details were reviewed. One unit of cannula was returned to teleflex for evaluation. Approximately 1 cm of distal cannula was missing. The distal end was observed to be stressed. Additional information was requested. Procedure was bone biopsy of the osteoid osteoma located in the posterior diaphyseal region of the tibia. Patient condition is unknown outside of hospital care. Case to re attempted once the leftover piece is removed. The IFU states the following: do not apply excessive force to driver/ needle set. Stress at the distal junction is indicative of tip being subjected to resistance. Based on the information, the most likely root cause of the issue is operational context.

Event description:
It was reported that: "we were completing a bone biopsy in an osteoid osteoma located in the posterior diaphyseal region of the tibia , on a pediatric sedated patient when an arrow oncontrol bone lesion biopsy needle broke off in the patient. Patient needed to go to surgery to have broken off part of needle removed. This required another sedation to patient."